Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient experienced limb ischemia signs in the impella-accessed limb. The color changed in the right hand/fingers digits two and three. The patient suffered anoxic brain injury resulting in declaration of brain death. Life support was withdrawn and the patient expired. Per abiomed's medical safety officer review, there is not enough information to associate the use of the device with the patient's outcome.

Manufacturer narrative:
The investigation has been completed. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined. H.6 codes 3233 and 11 were entered incorrectly on the previously submitted report. The investigation was complete at the time the original report was submitted.h.10 additional manufacturer narrative on the previously submitted report stated that the investigation was not completed yet. The investigation was complete at the time the original report was submitted.